Event description:
Procedure: lower anterior resection reportedly, the surgeon applied the stapler to the rectal base and it appeared to fire properly. The surgeon then cut the specimen and opened the stapler. There were no staples in the tissue. The surgeon had to reapply the stapler below open rectal stump and refire stapler. This extended the case time and almost caused a permanent colostomy.